Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ female luer lock adapter was cracked. The following information was provided by the initial reporter: "component is coming out apparently with crack".

Event description:
It was reported that the bd¿ female luer lock adapter was cracked. The following information was provided by the initial reporter: "component is coming out apparently with crack."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 04-nov-2022. H6: investigation summary: a complaint of component being cracked was received from the customer. The samples were received from the customer for investigation. A device history review was performed for lot 2153002. From discussion with the engineering group there were no cracks found near the gate, that is due to the nature of the molding process on the outer surface. The mold went through a mold repair in may 2022 where the gates of the cavities were stoned for burrs.